Event description:
A complaint was received regarding a 15 units of ext set tubing pur yellow with spike, y-clave®, clamp, luer check valve, experienced no flow during infusion. The following issue was reported by the customer: ¿tubing problem: no flow during administration to the patient. Clinical consequences: 2-hour delay before administering a new bag to the patient (carboplatin remanufacturing).¿ the event happened on october 07, 2024. The status of the product at the time of the event is during administration to the patient. There was patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model b33864. This product was used for the product code and 501k. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for the possible lot numbers was reviewed and no nonconformities were found that would have led to the reported complaint.